Event description:
It was reported that this right atrial (ra) lead and the right ventricular (rv) lead, underwent a system revision due to oversensed noise on both channels. Pacing inhibition with creator than 2 seconds of asystole was observed. It was noted that this pacemaker was implanted subcutaneously. The leads were tested on the pacing system analyzer (psa), however the reported noise was not reproducible and lead measurements were within normal limits. The leads were surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).